Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage keypad traces. No button error alarm noted. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised forces sensor system and no delivery test. No excessive no delivery alarm or motor error alarm during testing noted. Motor passed motor test. Insulin pump programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, minor scratched/worn and cracked display window.(B)(4).

Event description:
Customer reported via phone call that then insulin pump alarmed a no delivery alarm, a motor error alarm, and 2 button error alarms. Customer's blood glucose was 95 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.